Event description:
Subject pacemaker was implanted on (B)(6) 2012. Rate response was switched on, so as to adjust the pacing rate to metabolic demand during exercise. However, on (B)(6) 2012, patient complained of not being able to exercise as much as desired, because of insufficient pacing rate. An analysis of sensors functioning is requested, as well as suggestions for improving pacemaker rate response behavior.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.